Event description:
It was reported that "a bit of blood" was drawn up into a clearlink system continu-flo solution set. The issue was identified during treatment with chemotherapeutics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name:(B)(6) hôpital. Device manufacturer address 1: 600 mts. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.